Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Technical support engineer (tse) reviewed site system logs with a procedure date of (B)(6) 2022 and verified that there was no issue with the system which caused the patient event. No allegation against tablo; however, due diligence was not able to confirm causality. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product. This MDR is being filed after the associated complaint was reviewed under retrospective review and reassessed as reportable.

Event description:
It was reported that an 85yo male patient had respiratory distress approximately 14 minutes into treatment. Care personnel initiated cardiopulmonary resuscitation (CPR); however, the patient expired. Prior to treatment, the patient's condition was reported to be frail, declining and pending hospice. There was no alleged malfunction of tablo.

Manufacturer narrative:
This supplemental report is created to correct information initially submitted for: a2. Age. A3a. Sex.